Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 0x2071, without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood these instructions.